Manufacturer narrative:
Additional information was received on february 23, 2018. The patient was a (B)(6) male. There were no complications, equipment errors or malfunctions during the procedure. However, there were documented waiting periods for the esophageal temperature to go down while ablating, which are routine and not indicative of any bwi product issue. Approximately 1-month post-procedure, the patient returned to the facility via the emergency department and an esophageal fistula was diagnosed. Two days later, the patient underwent esophageal fistula repair surgery. Three days later, the patient was classified as a dnr (do not resuscitate). Date of death is unknown. It was noted that the physician who performed the ablation uses a thermocool smarttouch unidirectional sf catheter (d-curve) and smartablate generator for atrial fibrillation cases. The product catalog number was changed from d133600 to d134701. (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer's ref. No: (B)(4). Report numbers 2029046-2018-01122 and 2029046-2018-01121 are related to the same event.

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool® smart touch¿ electrophysiology catheter and smartablate generator and suffered an esophageal fistula and death. During ablation, there were documented waiting periods related to waiting for the esophageal temperature to decrease. Procedure was completed without complications. Approximately 1 month post-procedure, the patient returned to the facility via the emergency department and an esophageal fistula was diagnosed. Two days later, the patient underwent esophageal fistula repair surgery. Three days later, the patient was classified as a dnr (do not resuscitate). It was noted that there was discussion regarding a non-specific, unverified product malfunction that was related to this complaint and possibly associated with the adverse event. No additional information is available at this time. Report numbers and are related to the same event.